Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that during service/maintenance, the high flow insufflation unit displayed a front panel blackout and a pressure sensor offset adjustment problem. There was no report of patient involvement.